Event description:
The attending physician reported the patient was in the ICU with changed mental state, respiratory problems and had symptoms of drug overdose. The patient was on 0.2 mg/ml of baclofen, 25 mcg/ml of clonidine, and 50 mg/ml of morphine at 0.833 mg/hr. The dose was decreased by 10 percent. Additional information has been requested from the physician.

Manufacturer narrative:
.